Manufacturer narrative:
Updated: b4, e2, e3, g3, g6, h2 and h11. Corrected: b3.

Event description:
It was reported by customer during use that cs300 intra-aortic balloon pump (iabp), an alarm of "iab circuit leak (gas loss)" was generated. On end of iabp treatment upon user inspection revealed that the "safety disk a test error occurred. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge facility sales representative reported that an iab circuit leak alarm occurred while using an iab catheter on the cs300. On may 7, iabp treatment ended, so a user inspection revealed that the "safety disk a test error occurred. The device in question will be discarded in order to upgrade to cardiosave, so there is no request for inspection.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.